Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive escape and act buttons due to corroded keypad traces. No frozen display was noted. No reset error alarm could be verified and the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and bleeding liquid crystal display glass.

Event description:
It was reported that the insulin pump had an unresponsive keypad and that the insulin pump had alarmed an error frequently for about a month. The blood glucose reading was 68 mg/dl. The customer stated that the alarm occurred 4 to 5 times per day, and for the last few days, the alarm came up every hour. She noted that she had just had dinner prior to checking the blood glucose. She was unable to clear the alarm due to the esc and act buttons being unresponsive. Advised replacement of the insulin pump. Nothing further reported.